Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the lag screw was pushed through the acetabulum. The patient had further examination and CT scan to check for evidence of perforation, which showed no evidence of damage to bladder.

Manufacturer narrative:
A lag driver retaining rod was returned for evaluation, the lag screw driver was not returned. The retaining rod shows signs of use; the threaded end and the knurled end are damaged / bent. The device was manufactured in 2013. A review of complaint history revealed prior complaints for the listed failure mode; there is (B)(4) prior complaint for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. It is unknown if the device was damaged prior to or during surgery. An investigation performed by our clinical/medical team noted the patient had a CT abdo / pelvis which showed no evidence of perforation. Patient admitted to (B)(6) for 24 hrs observations. No other concerns per surgeon. No further clinical assessment warranted with documentation that confirms no perforation per CT. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the lag screw guide wire was pushed through the acetabulum.

Manufacturer narrative:
UDI no: (B)(4).